Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was failing to sense or pace causing fatigue and bradycardia in the patient. A lead revision was performed and under fluoroscopy, the ra lead had dislodged and the tip of the lead was located in the right ventricular (rv). The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.